Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported they were unable to load certain t2 exams. He stated the exam loaded in synergy cranial but not cranial 3. It was noted that this was a research facility and that they switch the scanner to 32 bit sometimes and thought that is when it was happening. It occurred when loading via network and via disc. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software investigation concluded that the behavior described is the intended behavior of the software. Software is functioning as designed. Reviewed the logs and found many dicom errors. Site was using unsupported unsigned 32 bit dicom images. If information is provided in the future, a supplemental report will be issued.